Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not holding information. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced for memory anomaly.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump programmed with multiple bolus deliveries and all bolus registered properly in the bolus history noted. The insulin pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. No memory anomaly noted during testing. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.